Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected with the debug application to receive first 5 ble (bluetooth low energy) packets and observed that the 5 ble packets appeared on the app screen after waited for few minutes. The passing of accuracy test (smu) and generation of 5 ble packets indicates that there is no alarm issues with the sensor. Sensor state 8 with event code 11 and 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Functionality test was performed on the sensor by checking if 5 ble packets were received to verify if sensor is functioning as intended. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 7, os version 15.8, app version 3.5.0.8863. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "being unresponsive" and a loss of consciousness. Customer was unable to self-treat and was seen by paramedics where they took a blood glucose reading of 50mg/dl and "measured the temperature (below 36°c), intubated, and resuscitated with chest compressions" and administered an unknown injection . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected with the debug application to receive first 5 ble packets and observed that the 5 ble packets appeared on the app screen after waited for 5 minutes. The passing of accuracy test (smu) and generation of 5 ble packets indicates that there is no alarm issues with the sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 7, os version 15.8, app version 3.5.0.8863. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "being unresponsive" and a loss of consciousness. Customer was unable to self-treat and was seen by paramedics where they took a blood glucose reading of 50mg/dl and "measured the temperature (below 36°c), intubated, and resuscitated with chest compressions" and administered an unknown injection . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing high and low alarms. The reported issue was investigated per (B)(4) and attempted to be replicated using similar configurations of iphone 11, ios 15.6.1, 3.5.0.8863. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "being unresponsive" and a loss of consciousness. Customer was unable to self-treat and was seen by paramedics where they took a blood glucose reading of 50mg/dl and "measured the temperature (below 36°c), intubated, and resuscitated with chest compressions" and administered an unknown injection . There was no report of death or permanent impairment associated with this event.